Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error as a result of corroded keypad traces. Also the keypad overlay had weak adhesive at all locations.

Event description:
The customer reported that the insulin pump alarmed button error. Troubleshooting was performed. The customer was not able to clear the alarm. Advised the customer to discontinue use of the insulin pump and revert to back up plan. The spouse called back and stated that the customer was not feeling well and was slurring her words. The customer went to the hospital where her glucose level was 200mg/dl. It was stated that they do not feel it's related to the insulin pump or diabetes related. No further information was provided.